Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an eczema looking rash with pressure points on their back. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended lotion and placed wound dressing on their back for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable